Manufacturer narrative:
UDI : ((B)(4).

Event description:
Reportedly, the subject pacemaker and the leads were explanted due to infection. The pacemaker was not replaced.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the subject pacemaker and the leads were explanted due to infection. The pacemaker was not replaced.